Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that the left ventricle (lv) lead was pulled back when the cardiac resynchronization therapy defibrillator (crt-d) migrated. The lv lead had high thresholds. The lv lead was repositioned but was unsuccessful. The lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned completely. A setscrew mark was noted on the terminal pin. Spiral fixation is in good condition. The lead passed continuity test. No irregularities noted at tip of the region of lead that could be contributed to dislodgment.